Event description:
Approximately 48-72 hours after placement, the catheter broke away from the connector. This was not discovered for another 48 hrs. Leakage was noticed after catheter had embolized to the pulmonary artery. The catheter was snared via the femoral vein. The suture wing was not used.

Manufacturer narrative:
Implicated product is 4.0 fr. Single lumen midline catheter with flush through stylet in insertion tray. Product received for eval is 9.1 inch long catheter. Depth markers are printed throughout length of catheters' outer diameter with 21 cm marker most proximal at 0.7 inches from proximal end. Received separate from catheter is (yellow) antiseptic stained 2-piece connector with purple color-coded thumb grib in place over connector's wings. Connector, though loose from catheter tubing, is threaded onto short segment of i.v. Extension tubing. No suture wing is included with complaint sample. Lot history review of three possible lot numbers reveals no mfg issue and no other complaints for these lots. Tactual examination of catheter reveals tensile elongation 2.6 inches from proximal end. This is indicative of tubing being stretched beyond its tensile strength. Views of proximal end of catheter's outer diameter under 30x magnification are unremarkable. Proximal face contains superficial indentation encompassing approximately one-half tubing's circumference, but is otherwise flat, slighlty striated and dull. Indentation and striations result from tubing being cut with sharp bladed instrument such as scalpel. Microscopic examination of catheter tubine reveals no evidence it had been securely attached to connector or that suture wing had been secured in place. Valve is without defect of deformity and responds appropriately to finger pressure without over-lapping of edges. Patency of tubing is established by flushing and aspirating water through tubing with 12cc syringe. No leaks are noted as tubing is hydraulically pressurized to sustanined pressures greater than 25 psi. Subsequent to connector disassembly, all attempts to thread catheter tubing through distal connector as described in instructions for use are unsuccessful. Complaint of catheter/connector disconnect is confirmed. It should be recorded as mfg-related. Simultaneous buckling of both ends of compression sleeve while inserted within distal connector piece lumen is evidence sleeve may have been mis-aligned prior to assembly of 2-pice connector. Complaint file clearly state tubing embolized 48 - 72 hrs after catheter placement. Folding of compression sleeve prevents threading catheter through distal connector piece and onto stent of proximal connector piece prior to snapping these two sections together. Inability to thread catheter in accordance witn instructions implies user left an unsecured connector on catheter tubing in violation of instructions for use. Additionally, product instructions for use requires suture wing to be placed on all catheters to prevent catheter embolization.